Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failure.additional text: change controller message on display.specific component(s) involved: external controller malfunction.additional text: change controller message on display.other component:causative or contributing factor: patient noncompliance in device maintenance and protection.other cause:intervention(s): replacement of external controller.